Manufacturer narrative:
Many good faith efforts were made to obtain information regarding the patient information, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Report date: 14sep2021.

Event description:
The customer reported a high internal oxygen alarm. Unknown patient involvement however no harm was reported. The remote service engineer (rse) advised the customer that the unit may have a faulty sensor pcb. The rse provided the part number for sensor pcb and advised caller that this unit is no longer supported. Further information is pending.